Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 331 mg/dl. Troubleshooting was performed. The time, date, programming , and settings were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. During the call, the nurse mentioned that the customer was experiencing unexplained low glucose for two days. The nurse stated that the customer was hospitalized also for low glucose of 31mg/dl, and she was treated with glucose tablets. The nurse stated that they want to be sure the insulin pump was working properly. No further information was provided.